Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune disorder. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent an unspecified breast augmentation with unknown mentor gel breast implants experienced autoimmune disorders of fibromyalgia and hashimoto¿s disease postoperatively, along with systemic symptoms of chronic fatigue, muscle pain, muscle weakness, bone pain, swelling in joints and throughout body, stiffness in joints and muscles, allergic reaction to sunlight, skin rashes, vision issues, numbness (hands, feet, arms, and legs), dizziness, nausea, chronic infections and colds, chest pain, chronic migraines, night sweats, hair loss, neurological and cognitive problems, memory loss, shortness of breath, endocrine disorders, and weight gain. As a result, the patient underwent explantation on (B)(6) 2018. This medwatch report is for the first of two implants.